Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise that was recorded as automatic mode switches. The ra lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.